Manufacturer narrative:
Patient weight not available from the site. Analysis found that software functioned as designed. The issue was caused by workflow technique ¿ ¿bumping the reference frame¿. No fault was found with the imaging system. Device manufacture date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the surgeon was using the passive planar on the spine with a resident and slipped off the bone, bumping the reference frame. This led to an alleged inaccuracy with their current spin. They took another spin and accuracy was spot on. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.